Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported on medwatch 1820334-2018-01392 a device was leaking at the connection between the hub and the catheter. The initial reporter stated her fellow experienced the same issue not long ago. The patient required an additional procedure to replace the faulty drain. To date, information regarding the procedure, patient and alleged device is unknown.

Manufacturer narrative:
A review of the drawings, dimensional, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.